Event description:
The implant failed due to poor bone condition. The implant was placed at #45 and removed after 3 months. Traditional 2 stage surgery. Prosthetics attachment (single). Good oral hygiene.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.